Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bending angle in up direction and the play of the up/down knob did not meet the standard value due to wear of angle wire, water tightness was lost due to damage on the up/down knob, the adhesive on the bending section cover had a chip and had a crack and had a white-clouded area, the forceps elevator was deformed, the adhesive around the objective and light guide lens was peeled, the light guide lens was cracked, the connecting tube had a buckling, and the universal cord, the plastic distal end cover, both had a scratch, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that gastrointestinal videoscope, the unit had insufficient angle. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a foreign material came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.